Event description:
It was reported that the patient presented in the emergency room with heart failure symptoms. Upon interrogation, it was noted that the right ventricular lead had no capture at max output and was dislodged. The physician attempted to reposition the lead but the helix would not extend. The lead was explanted and replaced. Dislodgement was also noted on the right atrial lead. The right atrial lead was explanted successfully. The patient was stable and will be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.